Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-jul-2018 with the following findings: during investigation, the black box showed evidence of unexplained pump reboots leading to delivery interruptions. The battery compartment was found to be cracked. The returned battery cap had stripped threads and was unable to maintain electrical connection. A test battery cap was able to fit and maintain electrical connection and was used to complete a 24 hr duration test. There were no pump reboots duplicated during that time. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. There was no damage found to the power circuit. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 400 mg/dl with polyuria, polydipsia, shortness of breath, strong fruity breath odor and symptoms of dehydration associated with an alleged power with damage issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient did receive insulin via injection. During troubleshooting with customer technical support, it was noted that the bg was contributed to the power interruption that was associated with a cracked battery compartment. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power with damage issue.